Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "patient began experiencing symptoms consistent with capsular contracture, including breast hardness, pain, and distortion, these symptoms have progressively worsened", "diagnosis of baker grade 3 capsular contracture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "patient began experiencing symptoms consistent with capsular contracture, including breast hardness, pain, and distortion, these symptoms have progressively worsened", "diagnosis of baker grade 3 capsular contracture". This record is for the right side. Device was explanted and replaced and it is unknown if it will be returned.